Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Insulin was squirting out during the manual prime process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and alarmed compromised force sensor system error during prime test due to faulty force sensor resistor. Motor passed the motor test. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, scratched reservoir tube window, stained end cap sticker and stained address/serial number label.